Manufacturer narrative:
There was no pt injury or adverse event. Awaiting device for failure investigation.

Event description:
(B)(4).

Manufacturer narrative:
Manufacturer narrative: the customer stated that the bsm-5136a (vital signs monitor with capability of measuring anesthetic gas agents, oxygen, or co2) gave a calibration error during use. After the surgery case the biomed attempted to calibrate the unit but it would not come out of warm-up. The customer attempted to repair the unit by replacing the gas sensing unit but that did not resolve the issue. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.